Manufacturer narrative:
The reported complaint of the icy catheter (lot # 181055) suspected leak was confirmed during the functional testing of the returned catheter. A bonding leak was observed at the distal end of the medial balloon during the functional testing in the peristaltic pump test. The probable root cause of the bonding leak could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for icy catheter with lot #181055.

Event description:
During the ivtm therapy, the icy catheter (lot# 181055) was placed in the right femoral vein after the first attempt. During the cooling phase, the following morning, the blood was noted in the start-up kit (suk) air trap and the saline bag. The catheter was not replaced as the patient could maintain temperature within goal. The customer suspected the catheter leak and the infusion of approximately 3/4 of the 500ml saline bag after the catheter was removed and inspected for tear. No consequences or impact to the patient.